Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed/not completely correct in the initial report. The missed/corrected information has been provided in section b5 with this report. Information provided in the initial report in section h6 under health effect - impact code: 4650 was incorrect. The correct information has been provided with this report in section h6 under health effect - impact code: (B)(4).

Event description:
Corrected/missed description: customer also had communication issues between pump and transmitter. Customer had nocturnal lows. Customer did not have high blood glucose values. No treatment was mentioned. Customer declined troubleshooting.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0875 inches. No battery alerts, alarms, or anomalies were noted during testing. No rewind anomaly was noted during testing. Test p-cap and reservoir locked properly into the reservoir compartment. Pump communicated properly with the test guardian link transmitter and sensor connected successfully with pump, no lost sensor alarm was noted. Programmed a calibration of pump with 240 mg/dl; pump successfully calibrated entered in bg value, no calibration not accepted alarm was noted. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump delivered 192 bolus deliveries on the event date of 11/07/2023, the first five are as follows: 00:03:06.000, 00:08:06.000, 00:13:19.000, 00:18:17.000, and 00:23:18.000. Found no relevant battery alerts, alarms, or anomalies in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Motor was tested outside the pump case on the ngp system test board and passed. The following were also noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Battery lasts less than expected, no com pump to xmtr (lost sensor alarm), and rewind anomaly were not confirmed during testing. Unable to verify customer's complaint for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0875 inches. No battery alerts, alarms, or anomalies were noted during testing. No rewind anomaly was noted during testing. Test p-cap and reservoir locked properly into the reservoir compartment. Pump communicated properly with the test guardian link transmitter and sensor connected successfully with pump, no lost sensor alarm was noted. Programmed a calibration of pump with 240 mg/dl; pump successfully calibrated entered in bg value, no calibration not accepted alarm was noted. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump delivered 192 bolus deliveries on the event date of 11/07/2023, the first five are as follows: 00:03:06.000, 00:08:06.000, 00:13:19.000, 00:18:17.000, and 00:23:18.000. Found no relevant battery alerts, alarms, or anomalies in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Motor was tested outside the pump case on the ngp system test board and passed. The following were also noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Battery lasts less than expected, no com pump to xmtr (lost sensor alarm), and rewind anomaly were not confirmed during testing. Unable to verify customer's complaint for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed/not completely correct in the initial report. The missed/corrected information has been provided in section b5 with this report.

Event description:
Updated summery description: information received by medtronic indicated that the customer experienced hypoglycemia. The customer had loss of communication issue between the pump and transmitter, and cannot find the sensor signal. Insulin pump was slow to rewind. The customer frequently change batteries (2 weeks). Transmitter gave lost sensors alerts and inaccurate sensor readings. Transmitter was outside the useful life. The customer had a blood glucose of 45 mg/dl at the time of the event. Customer declined for troubleshooting. It was unknown if the customer was using the insulin pump within 48 hours of the event. The auto mode feature status at the time of the event was unknown. No further patient complications were reported. The customer will discontinue to use the device and the insulin pump was returned for analysis.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. Insulin pump was slow to rewind. The customer frequently change batteries (2 weeks). Transmitter gave lost sensors alerts and inaccurate sensor readings. Transmitter was outside the useful life. The customer had a blood glucose of 45 mg/dl at the time of the event. The current blood glucose value of the customer was unknown. It was unknown if the customer had any symptoms of high blood glucose. It was unknown how the customer treated for high blood glucose. Troubleshooting was not performed. It was unknown if the customer was using the insulin pump within 48 hours of the event. The automode feature status at the time of the event was unknown. No further patient complications were reported. It was unknown if the customer will continue the use of device of not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.